Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4222721. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. (B)(6) has been listed as the state as the state of the event is unknown.

Event description:
It was reported that bd. The following information was provided by the initial reporter: seeking for your assistance regarding a customer report receiving defective item. Additional information - per customer "the nurse supervisor informed me that the ed nurses were having trouble with these 20ga. IV catheters. When they push the white button on the catheter it is having a slow delay on retracting. When normally it retracts quickly.3611, 20ga IV catheter, the threading is not good." It does not mention any direct impact to the patient. It was reported to us on 09/10/2024.